Event description:
Customer reporting 3 false positive sars results. Customer states the results were confirmed negative by pcr. Report 1 of 3.

Manufacturer narrative:
Investigation conclusion:a review of the product did not find any unusual trend for the reported complaint category. Without a lot number, no further investigation can be conducted. Root cause: insufficient information. Source: phone.